Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, technical support assisted the customer in filling and loading a new cartridge, and it was resolved that the customer should replace supplies as necessary and continue insulin therapy.